Event description:
It was reported that an ilet device sustained damage when the user fell, resulting in a fractured touchscreen, and a photo of the damaged screen was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.